Event description:
It was reported that during a lobectomy procedure, part of the reload remained into the instrument. The sugeon excised more tissue and used another device to finalize the procedure. The procedure was then converted in a laparotomy. The pt is fine.